Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor (dis), healthcare provider (hcp) via manufacturer representative regarding a patient for unknown spinal therapy. It was reported that after inserting the implant completely, the surgeon hammered the implant inserter, and the end of implant was split. There were no fragments left inside the patient and no further complications or symptoms were reported.